Event description:
Pt was wearing contact lenses on a 30-day continuous wear basis. The dr reports the pt came in for an unscheduled visit with a red left eye and decreased vision. Eval found 2+ injection and a diagnosis of bilateral keratoconjunctivitis with 4 or 5 subepithelial lesions o.s. Was made. The anterior chamber was deep and quiet. There were no epithelial defects or edema. Follow-up examination was unremarkable outside of 4 subtle non-resolving pinpoint paracentral white corneal scars. Visual acuity had returned to baseline at 20/20 with no visual aberrations or complaints.